Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose reading. Customer experiencing lows for two weeks. Customer had an emergency room visit. The blood glucose at the time of the event was 49 mg/dl. The current blood glucose reading is 110 mg/dl. Nothing further reported.